Manufacturer narrative:
Analysis was unable to verify motor error alarm due to unable to prime during prime test. No compromised force sensor system alarm noted during testing. Motor passed motor test. The insulin pump was unable to perform occlusion test and excessive no delivery test due to unable to prime. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received compromised force sensor system alarm. The customer reported that they received a motor error alarm during priming. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin continues to drip after motor stopped during the manual prime process. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.